Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer reported that the insulin pump had motor error. Customer reported that the drive support cap appears normal. Customer reported that the insulin pump got no delivery alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer performed displacement test and it was passed with no reservoir alarm. Customer reported that the motor error did not reoccurred. The insulin pump will not be returned for analysis.